Event description:
Pt. Had come into the pacu from the or after a surgical procedure with general anesthesia. Shortly after the pt was received and assessed, while the nurse was documenting in the nurses notes at the bedside, she looked up to see that the "red alarm" message "brady 42" was on the screen of the bedside monitor, but there was no audible alarm sounded. Pt's heart rate was 42 and the oxygen saturation (spo2) was 43, but no alarms were audible. Patient had been hypoxic for up to 4 minutes and bradycardic for about 3 minute without any audible alarm when the nurse noticed the red alert on the monitor screen. She applied oxygen and called for assistance and interventions were initiated.